Manufacturer narrative:
(B)(4).

Event description:
Doctor reported that implant ((B)(4)) relocated into the maxillary sinus. The implant was removed. Tooth location 16.

Manufacturer narrative:
One t3® tapered implant was returned for inspection. A visual inspection revealed minimal signs of wear about the threads and body. The internal drive feature is similarly worn and slightly discolored. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional complaints initiated against this lot number. Appropriate documentation was reviewed and the following information was identified: IFU p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Potential adverse events: potential adverse events associated with the use of dental implants may include: failure to integrate, loss of integration, dehiscence requiring bone grafting, perforation of the maxillary sinus, inferior border, lingual plate, labial plate, inferior alveolar canal, or gingiva, infection as reported by abscess, fistula, suppuration, inflammation, or radiolucency, persistent pain, numbness, paresthesia, hyperplasia, excessive bone loss requiring intervention, implant breakage or fracture, systemic infection, nerve injury, ingestion, aspiration and/or swallowing. Risks associated with the reported event are highlighted in risk management file rm-00053-haz rev 3 as follows: inadequate treatment planning clinician inadvertently selects a length of implant that is too long for the osteotomy a root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.